Manufacturer narrative:
It was reported by the customer that during a massive transfusion event, the cuff required multiple re-cycles. Due to this, an arterial line was placed in the patient. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Blood pressure cuff required multiple re-cycles